Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee vanguard femoral cat#:unk, lot#: unk. Unknown knee vanguard tibial tray cat#:unk, lot#: unk. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018- 00266, 0001825034-2018-00267.

Event description:
It is reported that the patient received injections to treat post-operative pain following a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 195924 vgxp intlk femoral lt 70 029610; 195757 vgxp xp inlk pri tib tray 75mm 677770; 195815 vgxp xp e1 tib brg ll 10x71 310030. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends